Event description:
During review of diagnostic history, this patient was identified to have an impedance value at the date of generator replacement surgery of 583 ohms. This is vastly lower than expected and suggests that this patient may have a short-circuit condition within the lead. Follow-up with the physician reveals that the patient has experienced an increase in seizures and does not feel stimulation. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.